Event description:
It was reported that ???/hour glass/no readings/sensor error occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On the same day the sensor was inserted, the patient felt unwell. At some point the receiver alerted the patient to hyperglycemia with a value of greater than 300 mg/dl, then showed no readings. The patient did not have a glucometer to check blood glucose (bg) at home. The patient did not make treatment decisions because the sensor was not giving readings. Instead, he presented to the emergency department (ed) by ambulance and was treated with medications but did not recall specifics at the time of the call. There was no documentation of further medical intervention. At the time of the call, the patient was feeling fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.